Event description:
Pt's test strips would not accept blood and had a black confirmation window, instead of the normal white. The customer service representative confirmed that the test strips did not accept blood (fill the window), and the meter did not start the countdown process as a result. The tests also had a black window. No adverse event or serious injury occurred. No medical care was received. No replacements were processed.